Manufacturer narrative:
Evaluation summary: review of the device history record indicated the order was built to specification. The used sample was visually inspected. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The sample was tested using the system console. The sample could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully and reached maximum vacuum. No leakage was observed during priming and tuning sequence. The irrigation and aspiration flow rates were within specification. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. The sample functioned within specification. The root cause of the customer's complaint could not be established; the returned sample met specifications.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that an aspiration default was noted with a cassette during surgery. They took another cassette. There was a vacuum issue during masses aspiration during the irrigation/aspiration (I/a) step. The surgeon had to increase the parameters because the aspiration did not exceed 250mmhg. He had to pick up the masses himself, it was less easy than usually. Additional information has been requested. This is one of seven reports being filed for this facility. This report refers to the event that took place on (B)(6) 2016.